Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd facscanto¿ ii that often the absolute values of cd34 are not reliable, the same sample reread several times has different results on cd34. The following information was provided by the initial reporter incorrect results are from patient samples obtained using the stem cell module of canto software 3.1, but they did not result in any medical treatment delay and were not used to determine a medical diagnosis or treatment. The patient suffered no physical harm.

Manufacturer narrative:
Investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported complaint regarding cd34 results on 22sep2022. The customer reported that the absolute values of cd34 are not reliable. This poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 23sep2021 to 23sep2022. ¿ device history record (DHR) review: DHR part # 338962 serial # (B)(6) file # 338962-338962-(B)(6) 105762250-18, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review: there are 16 complaints related to erroneous diagnostic results; date range from 23sep2021 to 23sep2022. ¿ returned sample analysis: a return sample was not requested because parts replaced are not returnable. ¿ service history review: review of related work order #: 02641139, case # (B)(4). Install date: 05oct2018 defective part number: n/a work order notes: subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd: issue on cd34 results. Problem description: the customer complains that often the absolute values of cd34 are not reliable, the same sample reread several times has different results on cd34. Work performed: intervention date 23.09.2022 operations carried out: - traded pmt of the pe parameter with that of the v500. - cleaning of the flowcell with contrad detergent. - complete reinstallation of facscanto sw 3.1 and perform 7color setup and optimization calibrations. - performed baseline and check performance acquired sample of the customer: the results are correct. Before proceeding with the closure, in agreement with the customer, wait a week of operation. On 30.09.2022 the customer confirms the proper functioning of the instrument and authorizes the closure of the call. ¿ cause: suspected pmt or facs problems ¿ solution: none ¿ parts replaced:n/a ¿ labeling / packaging review: n/a. ¿ risk analysis: risk management file part # 338942ra , revision 09/version h, facscanto product family risk analysis was reviewed. This file did not contain the appropriate hazards and mitigations, and an ecr has been created to assess additional hazards and their risk levels. Ecr # (B)(4) has been created and will revise the existing document to include causes, mitigations, and risk ratings for failures related to erroneous results. ¿ potential causes: based on the investigation results, the potential cause was determined to be the pmt (photo multiplier tube) or facscanto software problem. ¿ investigation result / analysis: the investigation was performed and based on the review of complaint trend, defect trend, DHR review, risk analysis, and service activity review, the potential cause of the erroneous cd34 values was due to the pmt (photo multiplier tube) or facscanto software problem. The customer reported a problem regarding the absolute values of the cd34 are not reliable and that the same sample reread several times has different results on cd34. In an attempt to resolve the issue, the field service representative (fsr) performed a series of works including trading the pmt (details in wo ¿ (B)(4) cleaning the flowcell, reinstallation of the facscanto software 3.1, performing 7color setup and optimization calibrations and performing baseline and check performance. After the works performed, the results were accurate. The customer confirmed that the instrument was functioning as expected. Although the instrument was used for diagnostic testing, the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Neither the customer nor any patients were harmed due to this issue. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A, starting on page 150. ¿ conclusion: based on the investigation results, complaint was not confirmed and the potential cause of the erroneous cd34 values was due to the pmt or facscanto software problem. In an attempt to resolve the issue, the field service representative (fsr) performed a series of works including trading the pmt, cleaning the flowcell, reinstallation of the facscanto software 3.1, performing 7color setup and optimization calibrations and performing baseline and check performance. After the works performed, the results were accurate. The customer confirmed that the instrument was functioning as expected. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. ¿ supporting document: n/a.

Event description:
It was reported that while using the bd facscanto¿ ii that often the absolute values of cd34 are not reliable, the same sample reread several times has different results on cd34. The following information was provided by the initial reporter incorrect results are from patient samples obtained using the stem cell module of canto software 3.1, but they did not result in any medical treatment delay and were not used to determine a medical diagnosis or treatment. The patient suffered no physical harm.